Event description:
The customer reported that "some of the tapes have been breaking." No samples were saved. Product code 1001 & 1012; no lot numbers were reported.

Manufacturer narrative:
Additional model #1002